Event description:
The customer reported via the sales rep that the in-flow of saline is acceptable, however, the out flow is passively draining. It is further reported that this resulted in a waiting period for the picture to clear. Allegedly, the patient had extended anesthesia (approx 20-30 minutes) and the surgery ceased due to excessive swelling in the joint.

Manufacturer narrative:
Additional information will be provided once investigation is completed.